Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported broach broke.

Manufacturer narrative:
An event regarding fracture involving an accolade broach was reported. The event was confirmed. Method & results: -device evaluation and results: the device was confirmed to be fractured at the trunnion. Examination with material analysis team member confirmed the fracture of the returned device was due to overload. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the device was confirmed to have broken due to overload. Consultation with material analysis engineer concluded the fracture of the returned device was due to overload. No further investigation is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported broach broke.